Event description:
It was reported that stent damage occurred. The target lesions was located in the subclavian artery. A 9.0 x 30 x 135 cm express ld vascular stent was advanced for treatment. However, during preparation, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the delivery system was returned with the stent fully mounted onto the delivery system. A visual examination of the returned device confirmed that the balloon was tightly folded with the stent still in position over the balloon material. Microscopic examination identified no issues with the balloon material. The stent was fully crimped onto the balloon material and no stent struts were noted to be lifted from the crimped stent. A visual and tactile examination identified no damage or any issues along the length of the device. During analysis the investigator successfully advanced and removed the delivery system from a 7fr boston scientific introducer sheath with no resistance or issues. No issues were identified during device analysis.

Event description:
It was reported that stent damage occurred. The target lesions was located in the subclavian artery. A 9.0 x 30 x 135 cm express ld vascular stent was advanced for treatment. However, during preparation, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.